Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. However, the computer was replaced. The suspect computer was returned to the manufacturer for evaluation. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the computer was slow to boot up, sometimes freezing while booting up also coming up with sr manager failure. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: device manufacture date provided. Product, unique device identification (UDI) and associated fields updated to proper value.